Event description:
Caller states the pt tested 4.9 inr on the coaguchek s system and 3.3 inr on a comparison lab. No actions were taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.